Event description:
Error code 45 was found in the pump history during servicing.

Manufacturer narrative:
The pump software was upgraded. (B)(4) is part of recall number (B)(4). This MDR is being filed as part of a retrospective review for reportability.